Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s continuous glucose monitor indicated customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. The customer administered a correction injection to treat the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.